Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the master tool manipulator (mtm). The system was tested and verified as ready for use. Isi has issued a return material authorization (RMA) to have the device returned. However, isi has not received the unit involved with the alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure that the right master tool manipulator (mtm) did not hold its position after being released. The intuitive technical support engineer (tse) was unable to perform any troubleshooting. The procedure was reportedly being completed as planned, with no reports of patient injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the right master tool manipulator (mtm) for failure analysis investigation. Upon visual inspection, no issues were found that would be related to the reported event. The mtm was installed onto a surgeon side console fixture test platform (sftp) system where all test passed within specification. Once testing was completed the mtm was inspected but no faults could be identified. The event was confirmed based on error log review; however, the issue was not able to be replicated during in-house testing.